Manufacturer narrative:
The insulin pump had a scratched case on the front of the pump, pillowing keypad overlay, and a cracked and bleeding lcd glass. The pump also had flashing white lcd due to cracked lcd controller. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the front side of the pump is scratched. The customer's blood glucose level was unknown at the time of the incident. The product was returned for analysis.